Manufacturer narrative:
Results: the 5max ace was kinked approximately 23.5 cm from the hub. Conclusions: evaluation of the returned 5max ace confirmed that the device was kinked. If the device forcefully manipulated at an extreme angles during removal from the packaging or preparation, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed the kink on the penumbra system 5max ace reperfusion catheter (5max ace) shaft at 25cm from the hub when flushing the 5max ace. The damage to the 5max ace was found prior to use. Therefore, the 5max ace was not used in the procedure. The procedure was completed using a new 5max ace.